Manufacturer narrative:
Livanova (B)(4) did not receive any evidence of contamination or other issues for any of the devices which are in use at the hospital. Customer stated that since 2013, the cleaning and disinfection procedure was carried out according to the instruction for use and that the devices were placed inside the operating theater during use. The fan of the device was directed away from the surgery field and the distance to the operating table was a maximum of 3 m. Corrective actions are in progress for the issue of confirmed contamination of 3t heater/cooler systems.

Manufacturer narrative:
Patient weight was not provided. This information will be provided in a supplemental report if made available. The serial number is unknown. This information will be provided in a supplemental report if made available. The heater-cooler device 16-02-80 is not distributed in the USA. However, it is similar to the heater-cooler device 16-02-85, which is distributed in the USA (510(k): k052601). As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a patient presented with an atypical mycobacterium infection after undergoing an aortic valve replacement procedure with CABG in (B)(6) 2013. It was reported that a heater-cooler system 3t was used during the procedure. The blood sample that tested positive was taken on (B)(6) 2017. While investigating the source of recurrent cardioembolic infarctions in the patient, the facility diagnosed a paravalvular leak. Due to the leak and the suspicion of endocarditis, an additional procedure was performed on (B)(6) 2017. All smears taken following this procedure were negative. The patient is currently undergoing outpatient medical care.